Event description:
It was reported that pump touchscreen was not responsive and pump screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer followed pump reset instructions provided by technical support, successfully reset pump, and was able to use pump screen again, and no further issues were noted.